Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The testing of the device gave an error alarm of "error 10102". The cause of the issue could not be definitely established.

Event description:
It was reported that during bench testing, the device gave an alarm and message "error 10102". No patient involvement.